Manufacturer narrative:
(B)(4). The device is retained by the hospital. Investigation is not yet complete. A follow-up will be submitted with all relevant information. The other two perclose proglide devices are filed under separate medwatch manufacturer report reference numbers.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery (rcfa) was attempted using a proglide device with a 4f sheath. Reportedly, the suture did not capture the vessel wall. A new proglide device was used to achieve hemostasis in the rcfa. Suture placement in the calcified left common femoral artery (lcfa) was then attempted with three proglide devices using the pre-close technique via a 14f sheath prior to an impella interventional procedure. Reportedly, the first proglide device was successfully pre-placed. The suture placement of a second proglide device was attempted; however, a suture break occurred. Upon removal, tissue was noted on the device. During needle deployment of a third proglide device, the needles got stuck in the tissue. The patient was put under general anesthesia. The proglide device was broken intentionally, where the black portion meets the metal potion, and a cut down was performed to remove the device and repair the artery. Surgical suturing was performed in the lcfa to achieve hemostasis. The patient was fine post surgery. There was a reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy due to circumstances of the procedure. The patient effect of tissue damage is listed in the instructions for use as a potential adverse event of use of the device. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.